Event description:
While pulling the needle back over the guidewire, the tip of the guidewire broke off. The physician used three different snares to retrieve the tip. The tip of the guidewire was retrieved in the right ventricle. Pt is fine.

Event description:
Na